Manufacturer narrative:
Duraseal (dsd5005) was not returned for evaluation; the root cause is undetermined and was unable to be confirmed in the complaint evaluation. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. Product was not received for analysis and the investigation could not confirm the complaint. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number 3003418325-2021-00005. A facility reported that two (2) vials of duraseal ((B)(4)) were opened for an unspecified case and was to be in contact with a patient. The product in both vials was solid and did not dissolve once the blue liquid was added to it. There was no patient injury reported and delay in surgery is unknown. An additional two (2) packets of product were opened and used successfully.